Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during treatment and procedure was completed as planned. The philips remote service engineer (rse) performed the investigation, and rse couldn¿t find the cause of problem. The problem was fixed automatically, and the device started working again. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray stopped during a runoff study. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.